Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the error 319 was found indicating node 192 is not present at startup, node name: axes controller carriage (acc), confirming the fault had occurred in the field. Upon visual inspection, the rolling loop fiber was found to be damaged, replicating the reported event. The usm was installed onto a golden system where the error 319 was triggered with node not present at startup pointing to acc. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where check all boards failed for acc. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer encountered errors. Technical service engineer (tse) guided customer through a hard power cycle of the system and verified all blue fiber cable connections. Upon powering up, error 319 appeared for universal surgical manipulator (usm) 3. Customer disabled usm 3, and the system displayed ¿da vinci is ready¿. The procedure was completed with no reported injury.